Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 291 mg/dl. The customer stated that she noticed that the insulin pump had a blank display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.